Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. Patient mentioned that sometime in 2019 the neurostimulator went into overdischarge. The patient met with a manufacturer representative (rep) to have the device restarted. Patient also reported that the therapy stopped helping them about 2 years after it was implanted. Patient mentioned that started sometime in 2019. Patient mentioned that around the same time the ability to charge the implant became more difficult, therefore was a contributing factor that led them to stop using the neurostimulator. Agent documented information. Additional information was received from the patient. They reported that they had their device removed on march 6th